Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device displayed an error message. This was observed during maintenance. There were no reports of patient involvement.